Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: was the band discarded or is it available to be returned for analysis? Is the lot number available? Has it been determined if there will be a re-op to remove the connector? What facility was the band implanted/explanted? Who was the surgeon?

Event description:
See attached maude event report form, (B)(4).